Manufacturer narrative:
Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The pump was having refill volume discrepancies. Side port access was attempted and they were unable to aspirate the catheter; the catheter was occluded. The location of the issue was determined to be the anchor site. The entire catheter was replaced in late (B)(6) 2014. The old catheter site was closed with a purse string closing. It was noted that the old catheter had been implanted through scar tissue from a prior fusion. The patient had a csf (cerebrospinal fluid) leak at the old catheter insertion site that started post-op day 4; there was csf leaking out of the abdominal pocket with lumbar bulging. The patient also had a low grade headache. An infection was suspected. The patient had no signs of infection, but was placed on IV (intravenous) and oral antibiotics prophylactically. A culture of the csf was done and no organism was found when cultured. The area cleared with the antibiotics, but the patient still had a little pinhole at the incision site on the left side that was leaking spinal fluid. The patient had no infection; just a csf leak. The physician attempted to do a blood patch to resolve the csf leak, but it didn¿t work. A dye study was done on (B)(6) 2014 because the patient had the spinal fluid leak. It was determined that the leak was not from the pump itself because the dye study was normal. On (B)(6) 2014, the lumbar fascia at the old catheter site was oversewn by a neurosurgeon. The patient was discharged to home on (B)(6) 2014. The patient recovered without permanent impairment. The device system was delivering fentanyl, clonidine, and bupivacaine.